Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that when attempting to enter carb and change battery, insulin pump received a button error alarm and buttons became unresponsive. Customer had low blood glucose of 40 mg/dl and was treated with food. Customer was not sure what caused issue. Customer was advised that insulin pump would need to be replaced. Customer declined troubleshooting for low blood glucose.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed self test.